Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the ii endoleak complaint is unconfirmed. The type iiib endoleak and additional endovascular procedure complaints are confirmed. This is moderately consistent with the reported adverse event/incident. No contributing factors were identified. Device, user, procedure or anatomy relatedness of complaint could not be determined. The final patient status was reported as discharged to home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated. H6: investigation type codes remove code 4118. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records have been received for the secondary procedure; however, additional medical records and imaging studies request for further evaluation by the clinical specialist have not yet been received. A follow-up report will be submitted upon completion of the clinical evaluation.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft (bsg) and an afx vela suprarenal on (B)(6) 2015. It was reported on (B)(6) 2025, that a computed tomography angiography (cta), dated on (B)(6) 2025, showed a possible type ii and type iiib endoleak. Intervention occurred on (B)(6) 2025 with the implant of an afx2 bsg and a vela suprarenal. The type iiib endoleak was resolved and the patient's current status is stable.